Event description:
Event description guidant received information that this pacemaker was implanted, the left ventricular lead was inserted into the header, and the pocket was closed. The lead had no capture and an impedance of 2500 ohms. On the next day, the pocket was opened and the lead checked out fine. Upon re-connecting the lead to the device header, the doctor found the distal screw did not screw in the correct way. The lead would come out after the screw was tightened. Another device was implanted successfully. The unused device has been returned for analysis.